Manufacturer narrative:
Date of event, device available for evaluation: date estimated. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an interventional procedure. Reportedly, when the proglide suture was pulled out, it broke. Another proglide was used with the same result. The sheath was upsized and the procedure was completed. Hemostasis was achieved surgically. There was a reported delay in the procedure. No additional information was provided.